Event description:
It was reported that: "trial insert broke when inserting for trial."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was discarded in the operating room and not returned to the manufacturer. Lot code of the reported device was requested, but not made available. If device or additional information becomes available, the evaluation summary will be submitted in a supplemental report.